Event description:
During post dilatation of a smart control stent previously placed in the left superficial femoral artery, the balloon ruptured at eight atmospheres. The vessel had moderate calcification, mild tortuousity and 80% stenosis. The product was prepared and clinically used as per the IFU without any adverse consequences to the patient. The balloon was inflated using an indeflator, however, the balloon ruptured at eight atmospheres during the first inflation of post-dilatation. Therefore, it was withdrawn out of the patient, and another unknown balloon catheter was used to successfully complete the procedure. As per the reporting affiliate, no additional patient or procedure-related information is available. The product has been returned for evaluation and testing; however, the engineering evaluation has not been completed. Additional information will be submitted within 30 days of receipt.